Manufacturer narrative:
This product was received and tested by technical services and the failure could not be duplicated. A test baton was plugged into the monitor and the monitor was powered on. The baton's leds were functioning with an image displayed on the monitor. Additionally, routine servicing was conducted: the back shell assembly was replaced to accommodate the addition of the reset switch and the lcd wire harness was insulated with kapton tape. The full system was unable to be evaluated as the customer did not send the blade/baton for evaluation. Returned to customer.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, when the blade was plugged in, the monitor indicated that it wasn't. A delay in the procedure of unknown duration occurred as a back-up avl system was obtained. No harm to patient or user was reported.